Manufacturer narrative:
The baxter technician found the sidecom cable needed to be reconnected. Per the baxter user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the baxter user manual, if the bed exit alarm does not alarm and all three mode indicators are flashing, remove the patient and zero the bed exit system. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in apr 29, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician reconnected the sidecom cable to resolve the reported event. Based on this information, no further action is required.

Event description:
On 27-jan-2026, a other health care professional contacted technical service to report that versacare frame (product code p3200k000500, serial number (B)(6)), bed exit not ringing at nurse call system, only at the bed. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.